Event description:
It was reported that the pump's battery was depleting quickly. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl; cause was unknown. The customer consumed carbohydrates to address low bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.